Manufacturer narrative:
The device was returned to zoll medical (B)(4)'s service department. The device was put through extensive testing without duplicating the report. The device was able to pace without incident during testing. No discrepancies were found with the multi-function cable receptacle. The multi-function cable and the CPR adaptor were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.